Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with a minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot. (B)(4).

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.